Event description:
It was reported that the control-iq pump software was not adjusting insulin delivery as expected. Customer's blood glucose (bg) was 39 mg/dl. The customer consumed carbohydrates and glucose tablets to address bg level. Tandem technical support confirmed the pump was working as intended. However, the customer maintained that the pump did not function as intended. Customer declined further troubleshooting with tandem technical support and declined to provide further information.